Manufacturer narrative:
(B)(4) - upon review of updated information it was reported that the patient did not have this mesh implanted. Therefore, this is not an ethicon complaint.

Manufacturer narrative:
(B)(4) - exposure; protrusion. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01955. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure to treat bladder prolapse on (B)(6) 2010 and mesh was implanted. The patient experienced excessive bleeding post operatively and a "popped stitch" was found on (B)(6) 2010. The patient continued to experience intermittent bleeding, abdominal pain and had exposed mesh. She underwent a procedure to trim protruding mesh on (B)(6) 2010, and has had several additional procedures and treatments to treat this issue including mesh revisions due to infection and pain on (B)(6) 2010.